Event description:
The customer reported the bi-use extension set with a maxzero leaked during an infusion. Although requested, no further information has been received.

Manufacturer narrative:
Correction: initially reportable but investigation determined defect on non-bd product. This file not-reportable.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, patient demographics not provided.

Event description:
The customer reported the bi-use extension set with a maxzero leaked during an infusion. Although requested, no further information has been received.